Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements, measuring less than 200 ohms on the right ventricular (rv) channel. The patient was seen in the clinic for device interrogation, and it was noted that all parameters were within the normal range, however muscle stimulation was noted. It was suspected that there would be insulation damage, however fluoroscopy images did not reveal any damages. The physician decided to perform integrity test and defibrillation threshold (dft) test and the device correctly detected and interrupted arrhythmia through 41j shock. All parameters were in range after both the tests performed. This device remains in service. No adverse patient effects were reported.